Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately one month and two weeks post deployment, computed tomography of chest revealed bilateral non-occluded segmental pulmonary emboli, clot was eccentrically located along the wall of the arteries and probably old or sub-acute. There was a clot in the left lower lobe branch of the pulmonary artery. The patient was admitted to the hospital with pulmonary embolism. Computed tomography of the abdomen and pelvis revealed there was prominent clot in the inferior vena cava and proximal left common iliac artery below the level of the filter. Approximately one year and five months later, chest x-ray revealed interval worsening of right basal infiltrate/atelectasis and interval development of infiltrate/atelectasis in the left lower lung. Approximately three years and eleven months later, computed tomography of the abdomen revealed the filter was present below the renal veins. The apex of the filter was tilted to the right and posteriorly. The left struts extend beyond the wall of the filter. No significant thrombus was identified. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc) and filter tilt. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed and the reason for deployment was not provided. At some time post filter deployment, it was alleged that the filter tilted and struts perforated in the mesentery. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient was diagnosed with pulmonary embolism; however, the current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 09/2014).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and struts perforated in the mesentery. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient was diagnosed with pulmonary embolism; however, the current status of the patient is unknown.